Event description:
It was reported that the patient had a possible infection. The patient had pain, a burning sensation at the ipg site as it was warm to the touch, appears to be thin and has skin changes.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after the implant procedure.